Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "no image¿ and "damaged serial digital interface (sdi) video connector " malfunction would likely be due to the impact from failure of the patient board set (ap/dr) or damage on the serial digital interface (sdi). Olympus will continue to monitor field performance for this device.

Event description:
The costumer reported there was not delay.

Manufacturer narrative:
The device was returned and the evaluation found the printed circuit board was defective. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center video connectors were broken and could not be connected. The issue occurred during an unspecified procedure. There was no patient harm or consequence reported as a result of this event.